Event description:
On (B)(6) 2011, pt reported having issues with inserting the infusion site. Pt stated, it seemed to have resistance when inserting the site. Pt reported no leak during the use of the infusion set. Pt is using a competitor's infusion device. Pt stated, he had one incident where is blood glucose was in the 200-300 mg/dl range. Pt's normal/target blood glucose range is 110-120 mg/dl. Pt reported, he was able to bring his blood glucose back down once he changed the infusion set. Pt stated when removing one of the infusion sites he noticed the end of the infusion set cannula was kinked and on another one of his sites he notice when it was removed the end of the infusion set cannula appeared frayed. Pt inserts the infusion sets manually. Pt reported, the issues occurred after a day of the infusion site being already inserted. Pt stated, the issues have occurred at least twice and they started a weak after starting the infusion sets. Pt discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.